Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient had hit the left side of their shoulder against door frame 2 to 3 months prior. The patient also has been in complete heart block since that same time with no escape rhythm and started taking amioderone. They were not able to measure a p wave since around that time. Sensing tests could not produce p waves nor r waves. In the past, some atrial therapies had been disabled due to a lead position check. Nonphysiologic atrial artifacts were found with pocket manipulation. The thresholds on the right atrial (ra) lead were elevated also. Both the ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.